Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22 mg/dl. Reportedly, customer believes the cause to be related to using a different insulin (u-500) per customer's healthcare provider. Additionally, customer was stacking insulin. Customer required assistance from partner to address bg via a glucagon shot. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.